Event description:
It was reported that the pump touch screen was unresponsive, an occlusion alarm occurred and that data points were missing from the continuous glucose monitor graph. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.